Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Due to the condition of the hemostatic valve, an internal action had been opened. A device history record evaluation was performed for the finished device 00001847 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - large for which biosense webster¿s product analysis lab identified that the hemostatic valve was found dislodged inside the hub component. The finding was identified on (B)(6) 2022. It was reported that the during operation the inner sheath couldn¿t advance in the outer sheath due to the impediment. The second catheter was used to complete the operation. There was no report on adverse event on patient. Obstructed sheath is not MDR-reportable. Hemostatic valve separation is MDR-reportable.